Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient's pump was not working correctly and the doses were not working correctly either. Whenever the patient gets a bolus he feels it is not regular. The date (B)(6) 2021 is considered an approximate date of event (specific month and year known only).